Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377875, lot# v008373, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# j0555561v, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a CT myelogram a week-and-a-half prior to report. The patient noted that they were seeing an orthopedic doctor the day after the report to view the results. The patient noticed ¿last week¿ that they were only getting the stimulation in the legs and not in the back. The patient stated that they had been having ¿a lot¿ of extra lower back pain. The patient was asked when and they did not know. The patient stated that they had to charge more often as well. The patient also noted after the last implant that the doctor ¿left the staples in too long and the nurses could not get them out.¿ the patient also noted that the doctor told them that they were ¿being difficult¿ and ¿not handling the pain well.¿ the patient also noted a fall a ¿couple of months ago¿ where they fell off of the toilet and hit their head. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.